Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, radiation tx-head / neck area, smoker, inadequate bone quality/quantity, bone resorption, pain, abscess, mobility ((B)(6) are same patient).